Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, accuracy testing of alinity I stat high sensitive troponin-I reagent lot 41063ud00. The evaluation of complaint data for the product and likely cause alinity I stat high sensitive troponin-I reagent lot 41063ud00 identified normal activity as expected. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 41063ud00, which mimic patient samples, and all specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Sample integrity issue at the time of testing may have contributed to the customer's issue. A review of the product labeling including concluded that the issue is sufficiently addressed. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 41063ud00.

Manufacturer narrative:
This report is being filed on an international product, list number: 8p13-27 that has a similar product distributed in the us, list number: 4z21. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2022, sid: (B)(6), initial=307.4 pg/ml /repeated=< 0.1 pg/ml and <0.1 pg/ml the customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.